Event description:
It was reported that this pacemaker exhibited intermittent loss of capture on the right ventricular (rv) channel in the presenting electrogram (egm) and in a stored atrial tachy response (atr) episode. Also, the rv automatic threshold was detected as greater than the programmed amplitude or suspended. Pacing was currently fixed at 3.5v. An email was sent to the clinic recommending further review of the programmed parameters. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.